Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter was damaged when it was inserted during use on patient."

Event description:
It was reported that: "the catheter was damaged when it was inserted during use on patient."

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The report of a kinked catheter was confirmed as the photo revealed severe folding of the catheter over the cannula. The customer returned one arterial catheterization device for evaluation. Signs of use in the form of dried biomaterial were observed on the returned device. Visual inspection revealed severe kinking/crumpling of the catheter over the needle cannula. The catheter tip was observed to be undamaged. The catheter outer diameter at the distal tip measured 0.0295" which is within the specification limits of 0.029-0.030" per the catheter product drawing. The catheter inner diameter at the distal tip measured 0.0240" which is within the specification limits of 0.0235 - 0.0245" per the catheter product drawing. Despite the crumpling of the catheter body, it was able to smoothly deploy off and reinsert on the needle as expected. Performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel." A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user , "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion , over spring wire guide into vessel." The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual inspection revealed that the catheter extrusion was severely crumpled/kinked along the entire extrusion. The appearance of the damage is consistent with inadvertent undue force applied during insertion. The catheter met all relevant functional requirements, and a device history record review was performed with no relevant findings. Based on the report, that the damage was identified during use and the appearance of the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.